Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged two times. The lead was explanted and replaced, however, when the physician tightened the setscrew, the screw would not "catch" and kept rolling. Upon examination, the setscrew had come out and was sideways in the silicone. The implantable pulse generator (ipg) was subsequently removed and replaced. No patient complications have been reported as a result of this event.